Event description:
It was reported that an incident occurred where the secondary bag completely emptied (free flowed). There was a broken piece of the pump where the pump segment fits into the pump. It was not connected to the patient, there was no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.